Event description:
It was reported that during a kidney transplant, a tip was melted off pencil and fell into the patient. Still confirming which pencil and tip were being utilized. The generator was the megadyne generator. The setting were 60/60. We are working on getting additional information.

Manufacturer narrative:
(B)(4). Only event year known: 2022. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please confirm if the tip was completely removed from the patient without additional intervention? Please confirm the product of the device?